Event description:
On (B)(6) 2024, a patient underwent a percutaneous transluminal valvuloplasty procedure utilizing a true dilatation balloon valvuloplasty catheter. During the procedure, the balloon reportedly ruptured in the patient's leg. The patient expired.

Manufacturer narrative:
H11: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. However, the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation, and no supporting documentation (e.g., photographs, medical records, or death certificate) was provided. Available information indicates a reported balloon rupture while the device was in the patient¿s leg; however, it is unclear whether balloon inflation occurred at that location. Use of the device within the patient leg for inflation would be outside the indications for use and intended purpose per the true dilatation balloon IFU. Notwithstanding, insufficient procedural details were provided to confirm device use or placement relative to labeled indications. Additionally, the cause of death and its relationship to the reported balloon rupture, including anatomical location and clinical sequence of events, could not be established based on the available information. Labeling review: per the reported event information, the device rupture occurred in the patient's leg. Intended purpose: the true dilatation balloon valvuloplasty catheter is intended to dilate a stenotic aortic valve through balloon aortic valvuloplasty (bav). Indications for use: the true dilatation balloon valvuloplasty catheter is indicated for balloon aortic valvuloplasty. Contraindications: the true dilatation balloon valvuloplasty catheter is contraindicated for use in patients with annular dimensions < 18 mm. The reported balloon rupture in the leg is not consistent with the direction of use and suggests either imprecise location reporting or a deviation from the IFU. Although it is common for aortic valvuloplasty to gain access through the femoral artery or vein, inflation in the leg should not occur. However, based upon the received information it cannot be confirmed that the balloon was inflated in the leg or only the balloon was noted to be ruptured while located in the leg during advancement or removal. Therefore, this will not be confirmed as a use related complaint. D4 (unique identifier (UDI) #), g3, h6 (component, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent percutaneous transluminal valvuloplasty procedure (valve in valve tavr for degenerated bioprosthetic aortic valve) utilizing a true dilatation balloon valvuloplasty catheter. During the procedure, the balloon valvuloplasty ruptured and became stuck in the aortoiliac junction during removal. Contrast extravasation at the right external iliac artery was seen upon removal of the balloon and sheath from the patient. Despite stenting of the iliac artery, the patient developed hemorrhagic shock. Extravasation of contrast was seen at the right common artery near the bifurcation externa/internal artery bifurcation. Stenting of the right iliac artery to the abdominal aorta to control the bleeding was performed; however, the patient remained in pea arrest. After over 30 minutes of CPR without signs of systemic perfusion, resuscitation was terminated. The patient subsequent expired and the cause of death was attributed to abdominal hemorrhage.

Event description:
On (B)(6), 2024, a patient underwent a percutaneous transluminal valvuloplasty procedure utilizing a true dilatation balloon valvuloplasty catheter. During the procedure, the balloon reportedly ruptured in the patient's leg. The patient expired.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: device history record (DHR) review for lot gfhs2486 confirmed the product met all applicable release specifications, with no manufacturing, material, or quality system nonconformances identified. Comprehensive review of subassemblies, components, mrrs/ncmrs, in process controls, and final inspections did not reveal any anomalies associated with the reported event. Investigation summary: the device was not returned for evaluation. An autopsy report summary was provided stating the primary cause of death was abdominal hemorrhage. It was also stated the perforation of the right external iliac artery occurred post the balloon inflation. The follow up information indicated the artery damage occurred due to the removal issues caused by the balloon rupture. However, the reported information additionally indicated the true device was used for bioprosthetic valve fracture/remodeling. The active IFU revision at the release of the product states under indications for use: "the true dilatation balloon valvuloplasty catheter is indicated for balloon aortic valvuloplasty.". Therefore, the use of the device inside a prosthetic valve would be considered off label use. Accordingly, the investigation is confirmed for the reported improper procedure, as the device was used outside of the intended indications of use. The provided autopsy report summary can also confirm the reported patient outcome. However the investigation remains inconclusive with respect to the reported material rupture and entrapment. The off label use of the device inside a prosthetic valve likely contributed to the reported balloon rupture. The rupture likely then contributed to the device removal issues, and therefore the damage to the patient artery, however with the physical sample, a definitive root cause cannot be determined given the absence of objective evidence. The assessed severity and occurrence rate remain within the acceptable risk thresholds established in the risk management file. Therefore, no additional corrective actions are warranted at this time. Labeling review: per the reported event information, the true device was used for bioprosthetic valve fracture/remodeling. True dilatation instruction for use states the intended purpose of the true dilatation balloon valvuloplasty catheter is to dilate a stenotic aortic valve through balloon aortic valvuloplasty. The instruction for use revision at the release of the product additionally states under indications for use: the true dilatation balloon valvuloplasty catheter is indicated for balloon aortic valvuloplasty. Therefore, the use of the device inside a prosthetic valve would be considered off label use. The off label use of the device inside the prosthetic valve likely contributed to the reported balloon rupture. B5, g3, h6 (device, component, patient, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.